Manufacturer narrative:
To our understanding, the intera 3000 hai pump remains implanted on the patient. Intera oncology has attempted a minimum of three attemps to seek additional information, such as the serial number and other, from clinic. To date, no response has been received. The causes of this incident are inconclusive. Therefore, once we obtain updated information, we'll submit a supplemental report.

Event description:
Intera oncology received a report that a nurse on august 26, 2024 was unable to access the pump. Due to this the nurse sent the patient home. On august 27, 2024, another nurse assisted the patient. The nurse mentioned that she was positive that the needle was in the correct position. However, she could not push saline into the pump to confirm placement.